Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump due to a bent cannula. The patient's blood glucose level was at 188 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was advised to change the infusion set and to send the old sets back fro analysis. No further information was provided.